Manufacturer narrative:
This is a supplemental report to report # 1218950-2015-02806. The product number was changed from m3525a to m1663a to reflect the 10lead ECG trunk (aami/iec 2m) cable. This report was created to reflect the new FDA registration number 9610816.

Event description:
The customer reported the rl (green) lead on the ECG trunk cable failed during the device self test. The customer did not report any patient/user involvement.